Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The reported issue was due to the non-return valve (nrv) assembly within the pneumatic block. The device was returned to the customer unrepaired as they did not accept the repair costs. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.